Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow blocked error message when attempting to deliver a bolus. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was assisted to review the bolus wizard settings. The customer confirmed that the parameters, including blood glucose values and carbs, were entered correctly. However, they mentioned that the food and correction bolus amounts appeared incorrect. It was suggested that the carb ratio might need adjustment by the healthcare professional, as the bolus wizard calculates bolus amounts based on insulin sensitivity and target blood glucose. Additionally, if the blood glucose is under the target, the bolus wizard will adjust the food bolus accordingly. A review of the daily history confirmed that the blood glucose value and carbs were entered correctly, but the calculated bolus had been modified. It was explained that the bolus wizard calculates the bolus based on these entries and that adjusting the bolus could lead to high or low blood glucose levels. The customer was advised to correct any incorrect values and continue monitoring the pump. The issue was resolved after the customer made a second attempt to adjust the settings, which successfully cleared the problem. No harm requiring medical intervention was reported. No product return is required for mmt-1886.